Manufacturer narrative:
The associated complaint device was not returned. The photo provided confirmed the broken ruler. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that the ruler broke during surgery when the nail was being measured. It is unknown if the patient was affected.